Event description:
It was reported that while using the electrode the alarm turn on and the electrode stay in continuous coagulation outside the pt. It was further reported that another electrode was used to finish the surgery.

Manufacturer narrative:
Additional info will be provided once investigation is completed.